Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70 cm.

Event description:
A report was received that the patient's leads were frayed due to a car accident. The patient underwent a procedure wherein the battery was explanted and the wires were cut. The patient will then undergo a procedure wherein the remaining parts will be removed.

Manufacturer narrative:
Additional information was received that no further course of action at this time regarding the remaining parts of the lead that was left in the patient¿s body.

Event description:
A report was received that the patient's leads were frayed due to a car accident. The patient underwent a procedure wherein the battery was explanted and the wires were cut. The patient will then undergo a procedure wherein the remaining parts will be removed.

Manufacturer narrative:
Sc-8216-70 (sn:(B)(4)) the complaint has been confirmed. The lead exhibits some fractured cables in the lead body that can be related to the complaint of high impedance. Visual inspection revealed lead was cut approximately 13 inches from the proximal ends and could not be tested. There are exposed cables.

Event description:
A report was received that the patient's leads were frayed due to a car accident. The patient underwent a procedure wherein the battery was explanted and the wires were cut. The patient will then undergo a procedure wherein the remaining parts will be removed.